Event description:
It was reported that during a scalp stapling procedure, the staples did not form properly. A new device was pulled and used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Date sent: 02/23/2009. Info anticipated, but unavailable at this time.